Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified tracing to the device malfunction. Based on the results of the investigation, the root cause was traced tot component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited foreign material in the laser light cable and the protector of the video cable section was cut. There was no patient involvement.